Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient had their vns generator replaced for end of battery life and their lead replaced for a lead break. Good faith attempts have been made for additional information about their reported lead break.